Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced low blood glucose level of 54 mg/dl. The customer stated that his blood glucose was 54 mg/dl. Customer declined to troubleshoot for low readings. Customer stated that they tried 4-5 different times to load the reservoir but it gets so far into filling where she sees the drops coming out the needle and then it starts to go to infusion block and that she has replaces everything. Customer troubleshoot for insulin flow blocked alarm during basal and customer stated that says last blood glucose level was 54 mg/dl and the insulin did exit exited. Customer was advised to rewind pump, reinsert reservoir into pump and run load reservoir/fill tubing to at least 5.0u. Customer states the pump alarmed insulin flow blocked. The customer was advised that the insulin pump needed to be replaced and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The device passed displacement test, rewind test, prime test, seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test. No unexpected insulin flow blocked alarms or no delivery alarms noted during testing. The device was received with scratched casing, minor scratches on lcd window, scratches on display window cover, pillowing keypad overlay and damaged keypad overlay texture.